Event description:
It was reported that occlusion alarms occurred. It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.